Event description:
The initial reporter received questionable elecsys cortisol ii (cortisol ii) results for two patient samples tested on the cobas e 411 analyzer (disk system). Patient sample 1: the initial result was >63 g/dl. The repeat result was 21.0 g/dl. Patient sample 1: the initial result was >63 g/dl. The repeat result was 12.0 g/dl. The initial results were deemed abnormally high. The repeat results were deemed correct, as they were consistent with the patients' previous results.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer inspected the analyzer and found the sample/reagent (s/r) probe tubing derailed from the pulley, causing a possible malfunction in the liquid level sensor. He replaced the s/r probe tubing, cleaned the analyzer, checked the s/r probe positions and adjustments, checked the voltages, adjusted the liquid level sensor, and verified the voltage monitor. He verified the analyzer's performance with operational and functional checks and qcs. The investigation determined that a component failure (s/r probe tubing) caused the event. The investigation determined that the service actions resolved the issue.